Event description:
It was reported the pt had not recharged or used her scs system in years. As a result, the ipg is non-functional. It was also reported the pt was experiencing tenderness at the ipg site. The pt underwent surgical intervention and the ipg was explanted.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.